Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with excessive force being placed on the device during use. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. A review of the device history records found no inconsistencies. The device was found to meet dimensional and material specifications. No root cause related to the manufacture of the device can be established.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy with slap and posterior labral repair procedure, the distal tip of the device broke off in the patient. The entire instrument except for the tip was able to be retrieved. An x-ray was utilized to confirm the tip was still lodged in the patient. No further patient injury or complications were reported.